Manufacturer narrative:
A system log review could not be performed due to insufficient information provided. The specific event date was not provided and an unspecified number of patients were involved. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "an elderly female patient underwent an ion procedure for biopsy of a lesion in the lingula. While obtaining a biopsy of the lesion, the patient suddenly became bradycardic and hypotensive. EKG showed av node blockage and new st-elevations in the rca distribution. Patient was hospitalized. Nodal blockage and bradycardia resolved in approximately 35 minutes. Neurologic deficits persisted and she was eventually discharged to a rehabilitation facility. The physician is under the impression that the patient suffered from an air embolism during the procedure. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the reported event was likely procedure related and not device related. Bronchoscopy with biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. In another multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). Air embolism is a rare but known complication of bronchoscopic and percutaneous lung biopsies. Air embolism has been reported to occur in 0.06 to 0.45% of cases with CT guided lung biopsies and is estimated to occur less frequently with bronchoscopy. There are only a handful of case reports describing air embolism associated with flexible bronchoscopy. In a survey of 103,978 bronchoscopies only 1 arterial air embolism was reported (0.00096%) with 71 cases (0.068%) of associated cardiovascular events. However, it is possible this is an underestimate as a fraction of the cardiovascular events associated with bronchoscopy may be due to arterial air embolism. The risk of air embolism with CT guided lung biopsy ranges from 0.02-4.8%. In one study of 559 cases 27 events (4.8%) of air embolism were detected with obligatory post biopsy imaging with only 1 patient (0.18%) being symptomatic. In another series of 204 cases 8 events of air embolism were detected with only 2 being symptomatic. Given the available data air embolism is unlikely with negative imaging in the setting of symptoms. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Tomiyama n, yasuhara y, nakajima y, et al. CT-guided needle biopsy of lung lesions: a survey of severe complication based on 9783 biopsies in japan. European journal of radiology. 2006. Ishii h, hiraki t, gobara h, et al. Risk factors for systemic air embolism as a complication of percutaneous CT-guided lung biopsy: multicenter case-control study. Cardiovasc intervent radiol. 2014. He yp, liu yl, gao xl, wang lh. Cerebral arterial air embolism after endobronchial electrocautery: a case report and review of the literature. Bmc pulm med. 2021. Asano f, aoe m, ohsaki y, et al. Deaths and complications associated with respiratory endoscopy: a survey by the japan society for respiratory endoscopy in 2010: complications of respiratory endoscopy. Respirology. 2012. Monnin-bares, valérie, et al. Systemic air embolism depicted on systematic whole thoracic CT acquisition after percutaneous lung biopsy: incidence and risk factors. European journal of radiology. 2019. Maehara, yosuke, et al. "Frequency and risk factors for air embolism in computed tomography fluoroscopy¿ guided biopsy of lung tumor with the use of noncoaxial automatic needle." Journal of computer assisted tomography. 2023. Richardson, c. M., et al. Percutaneous lung biopsies: a survey of UK practice based on 5444 biopsies. The british journal of radiology. 2002"

Event description:
It was reported that a patient underwent ion endoluminal lung biopsy procedure and reportedly developed suspected air embolisms, resulting in cardiac arrest and stroke. The targeted lesion was a 3 cm lung mass in the left upper lobe lingula. The patient's medical history included hyperlipidemia, and prior catheterization showed no coronary disease. A few minutes after the scan, while utilizing aspiration needle and biopsy forceps, the patient¿s heart rate decreased from 72 to 32 bpm, and blood pressure dropped from 100/67 to 46/34 mmhg, despite multiple boluses of intravenous ephedrine and epinephrine. A norepinephrine infusion was rapidly started to improve organ perfusion. Patient monitor electrocardiography revealed third-degree heart block with significant st-elevations in rca distributions (inferior leads ii, iii, and avf). Subsequently, the procedure was terminated. The patient maintained oxygen saturation above 98% while experiencing bradycardia at 30 bpm and hypotension with mean arterial pressure in the 40s mmhg. Mottled skin was observed without any rashes present. Pupils showed symmetric reactivity and bilateral mechanical breath sounds were audible. Although all anesthetics were discontinued, the patient continued to be unresponsive and could not engage in neurological assessment. Approximately 35 minutes following the initial bradycardic episode, hemodynamics spontaneously returned to normal with complete resolution of both av nodal blockade and bradycardia. While MRI imaging did not reveal air bubbles, it was noted that scanning occurred 24 hours post-event due to the patient's unstable condition preventing earlier transport. The physician suspected that flushing air through the vision probe adapter may have introduced air bubbles, leading to the clinical diagnosis of air embolism resulting in cardiac arrest and cerebrovascular accident. Subsequently, the patient was transferred to rehabilitation.